Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 47 mg/dl, 49 mg/dl and 200 mg/dl. The insulin pump reset, vibrated and the screen went black. The customer also reported other events such as led screen anomaly, possible alert, error and reset. They performed self test and it was okay. The customer does not want to troubleshoot as they have already gone through those. It was unknown if auto mode was active during the reported event. The device will not be returned for analysis. Frn-unk-rsvr, unomed set.